Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. However, it was reported by the facility that a pre-procedure femoral angiogram was performed which showed the presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of the mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, two balloon loss of pressure events were reported to have occurred in the same patient which suggests that the patient anatomy (such as the presence of clinically significant peripheral vascular disease) may have contacted the balloons, potentially contributing to a tear in the balloons. A review of the lhr was not possible as the lot number was not provided. See medwatch report #s: 3004939290-2015-00580 and 3004939290-2015-00581.

Event description:
It was reported that the balloon lost pressure at pullback. A second mynx vascular closure device was used and that balloon also lost pressure at pullback. Another manufacturer's device was then deployed to achieve hemostasis. The patient's hospitalization was not prolonged as a result of the mynx event. Additional information was requested, but not available at this time. Additional information: the stopcock was not opened when the balloon was at the arteriotomy.